Manufacturer narrative:
Pc-(B)(4). Batch #: v9592n. Additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? At the beginning it was showed: switch off and switch on the device. As soon as the procedure was restarted, new alarm occurred and the blade broke. Did the device pass the pre-test? Yes. Had the device been working and then stopped? See above. Did the patient experience any adverse consequences due to this issue? None reported. Event date: (B)(6) 2021. Procedure: stenosing neoformation of the splenic fissure- procedure for viscerolysis for tenacious adhesions between the small intestine and the abdominal wall, site of a prosthesis for previous laparocele treated with an intraperitoneal network about 10 years ago. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure there was failure to acknowledge.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage with the blade tip was intact and not broken off as reported by the customer. The device was connected to a test hand piece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.